Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, >2500 ohms ventricular lead impedance was observed in both configurations. Loss of capture was also noted at high output mode with intermittent sensing. X-ray did not reveal a lead fracture. The lead was found to have slipped out of the header of the pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative